Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge battery pack) was confirmed. As received, the battery charger would not charge a test battery pack. Upon evaluation, there was contamination on the battery board and the u13 processor was shorted. The cause of the inability to charge is the shorted processor and contamination. The cause of the shorted processor is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it would not charge a test battery pack.